Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto. Other company¿s devices were used during this study: coronary sinus decapolar and a right atrial quadripolar catheter, 23-mm or a 28-mm afa or afa-st cryoballoon catheter, 12-fsteerable sheath (flexcath, medtronic, inc.), 20-mm inner lumen circular mapping (achieve) catheter, navx mapping system, st. Jude medical, inc., flexability irrigated mapping catheter, st. Jude medical, inc.,(B)(4). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. Eleven patient who underwent cryo-af for symptomatic paroxysmal persistent af reported phrenic nerve palsy, two of which were classified as persistent. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "catheter ablation using the third-generation cryoballoon provides an enhanced ability to assess time-to-pulmonary vein isolation facilitating the ablation strategy: acute and long-term results from a multicenter study" 355 patient's were enrolled in this study. This study was conducted from (B)(6) 2016 to (B)(6) 2016. The purpose of this study was evaluate the safety and efficacy of cryo-af using the afa-st vs the second-generation (arctic front advance [afa]) cryoballoon. Suspected device is thermocool smartouch ablation catheter, however catalog and lot number are unknown.